Manufacturer narrative:
The customer's reported complaint that the thermogard xp ivtm system (sn tgxp12987) does not work and has a power supply issue was confirmed during functional testing. The likely root cause was a failure of the left rear bracket. During visual inspection of the thermogard console, no physical damage was observed. Upon review of the event log, no irregularities were found. The thermogard xp ivtm system failed functional testing due to the device not powering on, thus confirming the reported complaint. The left rear bracket was replaced to remedy the issue. Following replacement of the left rear bracket and servicing, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp ivtm system with sn (B)(6).

Event description:
The customer reported the thermogard xp ivtm system sn (B)(6) does not work and has a power supply issue. The main switch does not work. The fuse was burned but replacement of the fuses did not resolve the issue. Replacement of the power cable also does not resolve the issue. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.